Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that the issue was likely caused due to prolonged use the instruments with normal wear and tear of parts. This could not be confirmed as multiple new instruments had previously stopped working after being used in only 1 or 2 cases. The manufacturing representative (rep) believed that there was something with a disposable 2.4 drill bit being the main cause or contributor.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that in preparation for a case, two trackers (one violet and one gray) both "seized up" and would not spin on the instrument to which they were attached (a 2.4 disposable drill bit). They also stopped spinning on a tap that was inserted later. There was no patient present.